Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances over the last year. The impedance measurement from last year was 103 ohms and currently it is 123 ohms. At the time of implant impedance measurements were 80 ohms. Technical services informed that the gradual increase in impedances are due to calcification and or scar tissue formation. Commanded shock testing was performed, but they were unable to induce the patient into an arrhythmia, therefore no shock was delivered. This rv lead remains in service. No additional adverse patient effects were reported.